Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the black I-beam tubing at pinch valve pv37 through fitting ff107-ff124 had a pinhole. The fse replaced the tubing at pv37 which fixed the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was uncontained and within the analyzer, approximately 50 ml in volume and was cleaner. The leak was identified when the operator was attempting to perform the instrument startup process and the error message for ambient temperature and lyse temperature out of range was generated by the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, gown, and eye protection at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.